Event description:
It was reported that during a shoulder arthroscopy multiple blades broke off at the shaft outside the patient. The broken pieces were retrieved out of the patients. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8500bc / serial (B)(6) was received for investigation. Visual evaluation noted that the shaft of the outer tube is bent. The inner tube also broke inside the outer tube. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.